Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 29th october 2014. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The returned pad-pak was inserted into the device. The device failed to power on, no status indicator was present. This would confirm the reported fault. A test pad-pak was inserted into the device. The device again failed to power on and no status indicator was present. This would indicate a fault. The returned pad-pak was tested to the pad-pak final system test procedure. An open circuit voltage of 3.67v and a loaded voltage of 0.05v were recorded. These measurements indicate the returned pad-pak is depleted beyond any use. The device was disassembled for further investigation. Upon visual inspection, evidence of heavy corrosion was observed throughout, on multiple components of the pcba, including around the hv capacitors around the rtc circuitry on the connector and on the membrane tail. The evidence observed inside the lower-case assembly, and the corrosion observed throughout, indicates the device had been subject to severe moisture ingress. Due to evidence of extensive corrosion and moisture ingress observed throughout the pcb no further investigation could be carried out. Heavy corrosion observed on multiple critical circuits on the pcba had resulted in the reported fault of not switching on. The heavy corrosion and the evidence of moisture in the lower-case assembly would indicate the device had been stored adversely in the presence of moisture. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak.